Event description:
Same case as MFR #: 2134265-2009-01942. It was reported that during a cryoplasty procedure the guide wire perforated the catheter. The 95% stenotic lesion with moderate calcification was located in the moderately tortuous left femoral iliac artery. The physician attempted to advance the 0.035x260cms zipwire hydrophilic guide wire to the lesion, but "it felt stuck while passing thru the catheter" of the .035-5/60/80 polarcath balloon catheter. Due to the stuck sensation of the guide wire, the physician decided to inject contrast media into the catheter and the dye started to appear from half way down the catheter and not from the tip. The physician immediately withdrew the catheter with the guide wire. The tip of the guide wire was torn and had perforated the middle section of the catheter shaft. No pt complications were reported. The procedure was successfully completed with another of the same device. Pt's status is reported as "stable."

Manufacturer narrative:
(B) (4).